Event description:
A nurse reported that an intraocular lens (iol) became damaged in the cartridge of the iol delivery system. The surgical incision was widened to facilitate removal of the damaged lens. Additional information has been requested.